Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and had hyperglycemia. The customer reported that the blood glucose was 581.4 mg/dl at the time of incident. The customer reported that he treated the blood glucose with manual injections. The customer reported that the alarmed occurred during a bolus. The customer reported that the insulin did exit the cannula without alarming. The customer was advised that the insulin pump was functioning as designed. The customer was advised that the issue may have caused by a site issue. The customer was advised to change the infusion set. Product is not expected to return.